Manufacturer narrative:
This MDR related to the (B)(4)manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Insulin pump with cracked reservoir tube lip, broken battery tube threads, minor scratches on display window, missing end cap sticker, cracked reservoir tube and cracked case near display window corners noted during visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the case on the insulin pump is broken near the battery compartment, the battery tube threads are broken and the dome label sticker is missing. Nothing further reported.